Manufacturer narrative:
Initial reporter's address: (B)(6). Initial reporter's fax number: (B)(6). Problem code 3009 captures the reportable event of stent positioning issue. Block h10: a wallflex colonic delivery system was received for analysis; the stent was not returned. Visual examination found the delivery system with no anomalies noted. The reported event of stent positioning issue was not confirmed because this event occurred during procedure and it is not possible to replicate this event in the laboratory. The investigation concluded that the reported event may likely due to some factors encountered during the procedure such as how the device was handled or manipulated and the techniques used by the user, which limited the performance of the device. Therefore, a review and analysis of all available information indicated the most probable cause is adverse event related to the procedure. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly, and performance specifications at the time of release for distribution. A labeling review was performed, and from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation on may 8, 2020 that a wallflex colonic stent has been implanted to treat a malignant intestinal stricture during a metal stent implantation procedure performed on (B)(6) 2020. Reportedly, the patient's anatomy was not dilated prior to stent placement. According to the complainant, during the procedure, the stent could not be re-constrained neither it could be removed from the patient; therefore, the physician deployed the stent inside the patient. Reportedly, the stent remains implanted and a second stent was placed stent-in-stent to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(6). (B)(4). According to the complainant, the stent remains implanted and will not be returned; however, the delivery system has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on may 8, 2020 that a wallflex colonic stent has been implanted to treat a malignant intestinal stricture during a metal stent implantation procedure performed on (B)(6) 2020. Reportedly, the patient's anatomy was not dilated prior to stent placement. According to the complainant, during the procedure, the stent could not be re-constrained neither it could be removed from the patient; therefore, the physician deployed the stent inside the patient. Reportedly, the stent remains implanted and a second stent was placed stent-in-stent to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.